Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was implanted with the permanent interstim on (B)(6) and had ecoli urinary tract infection (uti) on (B)(6) 2017. There were no further complications that have been reported as a result of this event.